Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This was due to oversensing of noise. The system was programmed off to allow for testing and reprogramming on the next day. This system remains implanted. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal, and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This was due to oversensing of noise. The system was programmed off to allow for testing and reprogramming on the next day. This system remains implanted. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This was due to oversensing of noise. The system was programmed off to allow for testing and reprogramming on the next day. This system remains implanted. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a significant drop in signal amplitude measurements, almost to a flat line, resulting in double counting and delivery of an inappropriate shock. The amplitude measurements remained small following the delivered shock, and the device began to charge, however, sensing returned to normal, and the shock was diverted. Technical services (ts) discussed potential troubleshooting options. X-rays were performed and noted no changes to the system placement. Additional information was received that additional inappropriate shocks were delivered due to continued oversensing related to morphology changes that were suspected to be related to myopotentials or movement. Ts discussed evaluating in all programmed vectors in various postures and positional changes. No adverse patient effects were reported. This device remains in service.